Event description:
It is reported that during surgery, a left femoral component was needed. Once the implant was opened, it was noted that the inner labels were for a right femoral component. Lot # 61004051. The lot number for the left femoral knee is unknown as the package was destroyed.

Manufacturer narrative:
Evaluation summary: verification by the international reporting medical clinic concluded that the facility briefly mixed the documentation of two surgeries. The reported devices were manufactured, inspected and packaged to specification. Evaluation: method/results: no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.